Manufacturer narrative:
(B)(4). Date sent: 02/07/2023. Date of event: only event year known: 2023. Batch # unknown. Additional information received: surgeon indicated there were no issues during the procedure that raised concern. Surgeon stated that he dissected the fat around the stump and followed the proper steps for use of firing the device which were relayed to the student. What were the indications for surgery? Unknown. What surgical procedure was performed? Unknown colorectal procedure. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? None noted. What healthcare professional fired the device and what is his/her experience with the device? A student fired the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown but surgeon stated it was within the green scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. How many counterclockwise revolutions of the adjusting knob were used to open the device? Surgeon stated that he has always done two full 360 revolutions to open the device. Unknown if this is how the student was instructed to do so. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? Yes, and they were full and there were no concerns with the donuts. Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? Not till post-op. When patient was brought back for re-op staple line appeared to contain malformed staples. Was a leak test performed? Yes, unknown leak test performed in both cases. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? First case was 2 days and the second was 8 or 9 days. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Malformed staples. How was the leak addressed? Unknown. What is the current status of the patients? Patient is doing ok. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post-op to the unknown procedure that there was a leak. Unable to provide any other information at this time.